Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2024).

Event description:
It was reported that during preparation of an angioplasty procedure, wire allegedly broke in half upon removal. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during preparation for an angioplasty procedure, the wire allegedly broke into half upon removal. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter in two segments was returned for evaluation. Segment one consists of the catheter and y-body and segment two consists of the remaining portion of the catheter and balloon. No other specific anomalies were noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. Therefore, the investigation for the reported catheter detachment is confirmed as the device returned in two detached segments for evaluation. A definitive root cause for the reported catheter detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2024), h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.